Event description:
It was reported that the lead was slightly deformed at the distal end. The lead was not used with the patient and there was no patient injury.

Manufacturer narrative:
Analysis of lead model 3389-28 serial# unknown showed that the distal end of the lead was bent with acceptable continuity and no short circuits.